Event description:
It was reported that during a da vinci-assisted pyeloplasty procedure, the need to convert to an open approach was required. It is unknown as to the cause of the conversion. During the procedure, non-intuitive motion was observed on two instruments when the two surgeons attempted to take or give instrument control using a dual console. It was reported that this conversion was due to an unspecified "clinical issue" unrelated to the da vinci system. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. No errors were identified in the system logs. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Note: refer to medwatch report (MDR) with MFR. Report # 2955842-2026-25410 for MDR submission related to motion issues.